Manufacturer narrative:
The reported event that standard drill bit anchorage ø2.0mm / l110mm was alleged of ¿breakage during surgery¿ could be confirmed, since the device was returned for evaluation and matches the reported failure mode. Based on investigation, the root cause was attributed to be user related. The failure was caused by a the application of too much force on the device as well as its normal wear. The breakage reported can be confirmed. Indeed, the tip of the device is broken. The device inspection, regarding the drill bit showed that the device is in a good condition, with no signs of extensive reprocessing. No marks of rust or color fading was noticed. The microscope images show a fracture with a rough surface, with no distortion marks. Two regions can be identified: light grey region and dark grey one. This observation proves that the fracture is a brittle one. Most likely, an excessive force was applied to the device during its usage. Therefore, the tip of the device broke. Some bone traces are noticed in the fracture surface. Most likely, during usage of the device, excessive force was applied. Finally, it is important for the drill to be used alongside drill guides to avoid any flexion combined to a torque, which can lead to the device breakage. As a reminder, it is clearly mentioned in the operative technique. Based on the above-mentioned observations the case could be classified as user-related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
Primary left lapidus bunionectomy. It was reported that two 2.0 drill bits broke when they hit previously implanted screws. During bone fenestration, a 1.4 drill bit broke in patient's bone (no contact with any devices). Patient's bone quality was normal. A surgical delay of less than 10 minutes was caused due to the need to remove the broken portion of the bits, procedure was otherwise completed successfully.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Primary left lapidus bunionectomy. It was reported that two 2.0 drill bits broke when they hit previously implanted screws. During bone fenestration, a 1.4 drill bit broke in patient's bone (no contact with any devices). Patient's bone quality was normal. A surgical delay of less than 10 minutes was caused due to the need to remove the broken portion of the bits, procedure was otherwise completed successfully.